Event description:
I have had a horrible ongoing headache, rash on my body, heavy periods, back pain, stomach pain that radiates down my leg and makes my left side numb, thyroid in my throat from essure, menstrual period is heavy!!